Manufacturer narrative:
Lot review: a review of lot 63-157-y1 showed that (B)(4) units were manufactured, tested, inspected and released in march 2017 citing no exception documents.

Event description:
FDA/medsun report received concerning MDR event with unspecified set-up and 11956 clave connector. The medsun report describes the (B)(6) event as follows "...IV started for chemotherapy administration. Clave cap applied and began leaking. Septum stuck in middle of clave." No adverse patient consequences reported.